Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician positioned the firestar 2.5 x 15 mm balloon catheter in the target lesion. The balloon was inflated and ruptured at six (6) atm. A ryujin 2.5 x 12 mm was then used. An endeavor 2.5 x 12 mm stent was successfully implanted. The target lesion was the mid left anterior descending (lad). The lesion was reported to be: de novo, slightly calcified, not tortuous, and a 90% stenosis. The procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.